Event description:
It was reported the target lesion was located in the mid femoral artery with mild tortuosity. The armada 3.0 x 40 mm balloon was inflated but could not hold pressure, as there a leak was noted at the hub. Therefore, the balloon was retracted and replaced with an armada 3.0 x 60 mm balloon. The patient is reported to be doing fine. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak at the y-connector was able to be confirmed through device analysis. It is likely due to a failure of the bond, allowing fluid to leak out the y-connector. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leaks was noted by the manufacturer. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.